Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their receiver displayed out of range for more than 12 hours. There was no report of injury or medical intervention. No additional event or patient information is available. Data download was provided by the patient and reviewed for evaluation. Data was received for investigation but no readings were captured in the data. Complaint for out of range for more than 12 hours could not be confirmed. The root cause could not determined post investigation.